Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR in accordance with 21 cfr 803.56 will be filed as necessary when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6).

Event description:
A surgeon reported that the system turned itself after a surgical procedure. There was no patient involvement.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The nonconforming power supply was replaced. The system was then tested and met all product specifications. The system was manufactured on july 19, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming power supply. The manufacturer internal reference number is: (B)(4).